Event description:
Additional information was provided stating the incident occurred during use on a patient, when administering the chemotherapy on the tree, the nurse realized there was a malfunction and changed the equipment. There was no change in the patient condition before, during or after the incident, there was no delay in therapy, the therapy was successful, no adverse event, no one was harmed. The incident occurred before the chemotherapy treatment has started, only a rinsing had been performed. It was also stated that there was no leak since the device was changed immediately and that there were no problems with the device when primed, the defect was observed when connecting the chemotherapy.

Manufacturer narrative:
A single used 011-h3394 add-on set was returned and confirmed with one of the male luer bonds to the trifurcated adapter separated. The bond was examined and found to have incomplete solvent coverage resulting in an inadequate bond. The probable cause of the bond separation is an incomplete solvent bond that occurred during manual bond assembly. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 30 cm (12") add-on set w/4 check valves, vented cap. It was reported that a chemotherapy tree of the 4 check valve, at the moment of attaching the chemotherapy tubing, one of the connectors became detached when it should have been completely sealed. The status of the product at the time of event is when attaching the chemotherapy tubing. There was unknown patient involvement or harm reported conservatory measures: the chemotherapy device ¿tree¿ was replaced".